Event description:
It was reported a balloon ruptured on the first inflation beyond it's rated burst pressure during an arteriovenous hemodialysis fistula graft dilatation procedure. During withdrawal of the balloon catheter a great deal of resistance was encountered. An attempt to remove the balloon catheter with a snare via a femoral approach resulted in the balloon material detaching in the pt. No retrieval attempts were made. Another balloon cahteter was used to successfully complete the procedure without pt complications. A catheter shaft was rec'd, evaluated and retained by this MFR. The balloon was not returned for evaluation. The engineering evaluation indicated the distal end of the catheter was flattened and elongated. The proximal radiopaque marker was crushed and had moved along the shaft next to the distal radiopaque marker. Graft stenosis (anastomotic and non-anastomotic) tend to be more difficult to open and usually require much higher pressures for effective dilatation than do native vessels. Access to bypass grafts for angioplasty may also contribute to balloon failure. Post-operative scarring and/or lesions in both the proximal and distal aspects of the graft may necessitate balloon manipulation through plaque or calcification. This device displayed characteristics consistent with continual exertion against resistance, a flattened, elongated shaft and a crushed radiopaque marker. Follow up revealed an introducer sheath was not used with this balloon catheter. It was also indicated resistance was encountered during withdrawal of the device. Co believes the above factors contributed to this event and does not attribute it to the device. Directions for use state: "caution: do not exceed rated burst pressure during this procedure...if resistance is encountered, due to balloon rupture or for any other reason, when removing either a catheter through an introducer sheath or a guidewire through a catheter, stop and remove products as a complete unit to prevent damage to the guidewire, catheter, introducer sheath or vessel."